Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.

Event description:
Following balloon-sizing and an intra-cardiac echo, an 18mm amplatzer cribriform occluder (aco) was selected to occlude the patient's patent foramen ovale. The aco appeared to seat well so the aco was released, however, the decision was made to percutaneously retrieve the aco when it was found that the aco did not capture the superior rim. A 25mm aco was implanted. No adverse patient effects were reported.